Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left collateral artery using pod packing coil (pod pc) and lantern delivery microcatheter (lantern). During the procedure, the physician placed a ruby coil in the target vessel using the lantern. The physician then advanced a pod pc into vessel; however, after forming a few loops, the coil stopped forming inside of the vessel. Subsequently, the lantern began to kickback into the parent vessel and the pod pc started to form in the parent vessel. Therefore, the physician decided to retract the pod pc back into lantern. However, while retracting the pusher assembly, the physician noticed that the pod pc was not retracting back into the lantern and had unintentionally detached, with approximately 20 percent of the pod pc formed inside the target vessel. It was reported that no resistance was noted while retracting the pusher assembly of the pod pc. The physician attempted to use a syringe to aspirate the detached pod pc from the lantern; however, it was unsuccessful. Therefore, the physician removed the lantern and used a snare device to remove the detached pod pc. The physician performed an angiogram that revealed that the packing density in the target vessel was sufficient and decided to end the procedure. There was no report of an adverse effect to the patient.